Event description:
It was reported the filiform double pigtail ureteral stent set¿s black silicone stent coil broke off during a stent removal procedure. The issue was found when the user was grabbing the stent and placing a wire through it to remove the stent while leaving the wire in, the distal pigtail broke off. The rest of the stent was removal normally. The stent was very encrusted after about six months of being in situ. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information has been requested but is unavailable at this time.

Manufacturer narrative:
D4 (lot #) - not provided g4 ¿ PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation, it was reported the filiform double pigtail ureteral stent set¿s black silicone stent coil broke off during a stent removal procedure. The issue was found when the user was grabbing the stent and placing a wire through it to remove the stent while leaving the wire in, the distal pigtail broke off. The rest of the stent was removal normally. The stent was very encrusted after about six months of being in situ. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. The customer indicated the complaint product was unavailable for return. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) and a complaint history database search could not be completed because the lot number was not provided. Based on the available information, there is no evidence that the device was manufactured out of specification or that nonconforming product exists in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: ¿precautions. Do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. A pregnant patient must be more closely monitored for possible stent encrustation due to calcium supplements. Improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Angulation of the stent should be avoided. Use of a 0-degree scope lens is recommended. Scopes larger then 21.0 french are suggested. How supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ based upon the available information, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d9 (device will not be returned). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.